Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high shock impedance measurements of 101 to 105 ohms for over a year. All other rv lead measurements stable and within normal limits. Over one year later the shock impedance measurement was 120 ohms. Boston scientific technical services (ts) was consulted and discussed further evaluation would be needed if the impedance continued to increase. Approximately three months later the shock impedance increased to greater than 125 ohms and a revision procedure was performed. During the revision both the rv lead and ICD were explanted and replaced. No additional adverse patient effects were reported.